Event description:
It was reported that during a procedure, 4 devices failed with t2 deployment and alteres sensation of devices mechanism when deploying t2. The procedure was successfully completed with a back-up device.

Manufacturer narrative:
Four related fast-fix 360 curved needle delivery system device were used for treatment but not returned for evaluation. Four complaints were opened. The complaints indicated: ¿4 devices failed with t2 deployment and altered sensation of devices mechanism when deploying t2.¿ the complaint was not confirmed. There was no historical complaint or surveillance data able to corroborate the situation reported. The calculations reported in the allegation do not align with our internal numbers. Complaint history review found no other reports for this lot related to this allegation. The other mentioned events were reported on report numbers: 1219602-2019-00734, 1219602-2019-00740 and 1219602-2019-00741.

Event description:
It was reported that during a meniscus repair procedure, the device failed with t2 deployment and altered sensation of device mechanism when deploying t2. The event was successfully completed with a back-up device with no significant delay or patient injuries.